Event description:
It was reported that the connection circuit between the gas vent filter and the conduit was connected upside down. As a result, the gas vent filter could not be attached to the instrument body. No injury reported. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device sample was received, decontaminated, without its original packaging and inside a plastic bag. Two photos were included in agile attachments for evaluation. The photos showed the device. Per visual inspection, it was detected that the joints were inverted therefore the complaint was confirmed. The luer containing the clip should be on the blue side and the returned piece has the clip on the orange side. The root cause was manufacturing due to not following procedures during assembly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.